Manufacturer narrative:
The device is not returned and customer has not provided any additional details. As such, an actual device evaluation is not performed. An evaluation is done based on information available. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h6, and h10. Since the customer did not provide the serial number for the device, device history records and manufacturing date is not known. The b30 scope communication error occurred when 190 scope was connected and 190 maj-1430 was connected. The b30 was eliminated when maj-1430 was removed this b30 error may also have occurred due to dust or water droplets adhering to the electrical contacts with the scope, or due to improper connection of the cable or temporary malfunction of the pcb caused by long-term use. The instructions for use includes the following statements: confirmation of the contents of the instruction manual regarding b30 when we checked the contents of the instruction manual at the time of shipment of the product, we found the following. It is determined that this will prevent indication phenomenon. Before connecting the endoscope connector to the device, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the device.

Manufacturer narrative:
Additional information is not yet available for this event. The facility uses 180 series scopes and leaves the maj-1430 scope connector in when using a 190 series scopes. In trouble shooting, the technical assistance center specialist recommended removing the maj-1430 scope connector when using a 190 series scope. Once that was removed, the b30 error was no longer observed. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, the device yielded a b30 scope communication error. There is no reported patient harm.

Manufacturer narrative:
A correction is being submitted to the instructions for use provided in the in h10 in the submitted supplemental report. This supplemental report is being submitted to provide this information. The instructions for use includes the following statements that can prevent the issue from happening: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.